Event description:
It was reported that the customer had an air bubbles on the insulin pump. The customer's blood glucose level was 76 mg/dl. The troubleshooting was performed. The customer was advised to deliver a 5 units fixed prime until air bubbles are no longer available the customer stopped troubleshooting for air bubbles and walked through infusion set change. The customer was able to complete successful infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.